Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the anastomosis site of a shunt in the moderately tortuous and moderately calcified vessel. A non-bsc introducer sheath was placed. After a non-bsc guidewire was advanced to cross the lesion, a 5.0 x 40, 40cm mustang¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated 4 times. Initially at 21 atmospheres then at 22 atmospheres and twice at 24 atmospheres. However, upon the fourth inflation, the balloon ruptured at 24 atmospheres due to the lesion calcification. The balloon was completely removed from the patient and the procedure was completed with this device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).